Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# unknown, product type: catheter. (B)(4). Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication gear train anomaly, stall due to gear wheel 3, pump battery high resistance.

Event description:
The patient went in for a refill on (B)(6) and they were expecting approximately 4ml but got back 9ml. The nurse either then heard the alarm or saw the motor stall and read the logs confirming that a motor stall had occurred. The logs showed 2 stalls with both stating may exceed tube set. One recovered, but the second doesn't show recovered. The cause of the stalls were not known. The patient did not have an MRI around that time. They decided to replace the pump. Per the implanting hcp the pump had an eri of 14 months. The patient had csf back flow from the catheter. The patient recovered with sequela and was noted as now ¿doing well¿ the pump was used to deliver bupivacaine and morphine.